Event description:
It was reported that the patient could feel the device moving around and they could flip it if they wanted to. It was noted that it was ¿always¿ moving around. The patient felt the pocket was loose. The patient noted they fell but it was less than two weeks prior to report and they did not land on the device. It was noted that two or three weeks prior to report, the patient was able to charge and observed coupling bars but only saw the ¿white¿ coupling bars as of the date of this report. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 3487a-45, lot# v670559, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3487a-45, lot# v577400, implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).